Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated the cause of the small pin hole and leak in the catheter was not determined and the fluid accumulation in the pocket was a mix of medication and cerebrospinal fluid (csf). No further complications were reported/anticipated or expected.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# n139910031, implanted: (B)(6) 2008, product type: catheter; product ID: 873,1 serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4); product ID: 8731, serial/lot #: (B)(4), ubd: 05-apr-2008, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal gablofen 2000 mcg/ml at 100 mcg/day via an implanted pump for an unknown indication. It was asked but unknown when the event/difficulty occurred during normal use. It was reported the patient noticed signs and symptoms of withdrawal post pump replacement with fluid accumulation in the pocket. Environmental/external/patient factors that may have led or contributed to the issue was reported as ¿not applicable.¿ it was noted the pump pocket was opened up, fluid drained, and the catheter was inspected and showed a small pin hole with fluid coming out. A catheter revision occurred, and the catheter was trimmed 7 centimeters and re-attached the old pump segment to the spinal segment. The issue was resolved at the time of this report and the patient¿s status was ¿alive-no injury.¿ other medications the patient was taking at the time of the event were unable to obtain, not available. The patient¿s weight and medical history were unknown and would not be made available (legal/confidential reason). No further complications were reported/anticipated or expected.